Event description:
It was reported that during an unknown procedure, at the beginning of case after approx first activation of the device, a message 'relax pressure on blade' was displayed on the generator - and then device would not work. The nurse was asked to re-torque the device and it worked ok; but surgeon said he could feel something wasn't right. Towards end of mobilising the stomach, he brought device out and mentioned it felt unusually hot. After inspection of the device it was noticed that the blade had broken off, and so it was assumed that it must have fractured at start. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Due to the condition of the blade we are unable to investigate the hot blade.